Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed as the complaint device was not returned. Additional information received indicates that the device is not available to return for analysis. A manufacturing record evaluation was performed for the finished device 30598049l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, bradycardia and tachycardia. It was reported that after a tee the right atrium was mapped and a flutter line was performed. Block was achieved. A sheath (not of our manufacture) crossed the septum. The patient at first had tachycardia and then bradycardia and then became hypotensive. A pericardial effusion was noted by ultrasound and a pericardiocentesis was performed where approximately 600cc of fluid was withdrawn. The patient was sent to ICU and surgery is not happening at this time. No errors or issues with equipment during the case and the caller does not want the hardware examined. Additional information: this adverse event was discovered after use of stsf, however decanav was in the cs. The physician¿s opinion on the cause of this adverse event: procedure - he believed he may have perforated near the cti line with the stsf, however he was not very sure. Intervention provided: pericardiocentesis was performed. Patient outcome of the adverse event: fully recovered. The reporter was not aware of the patient requiring extended hospitalization because of the adverse event. Generator information: smart ablate. A transseptal puncture was not performed, however a baylis nrg needle was in the body prepared to transseptal when the effusion was noticed. There was no evidence of steam pop, no impedance rises or drastic drops were noticed. The event occur: right before transseptal. An irrigated catheter was used in the event and the flow setting: stsf default settings. The correct catheter settings selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector & visitag was on surpoint settings. Visitag module parameters for stability: 3 mm, 3 s, 25% force, 3 g. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.